Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Upon initial implant, a large calcification was noted on angiogram in the left subclavian artery proximal to the graft anastomosis. Multiple attempts made using balloon angioplasty, without success. The doctor performed an axillary endarterectomy and patch repair of left axillary artery to create an adequate vessel for impella 5.5 insertion. Impella 5.5 was placed in laa, in the operating room, with cutdown and arterial repair performed. Despite the impella not causing the ischemia of the vessel, the endarterectomy was needed for the impella implant.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.